Event description:
A customer alleged an event of suspected positive cyclesure biological indicator (bi). The customer reported that the results were positive for the bi before the recommended 24 hours. The result of the previous bi was negative and the result of the subsequent bi is unknown. The sterrad 100s sterilizer cycle completed successfully. The load consisted of a karl storz hd camera and a karl storz zero degree scope and cord. The items were placed in aesculap trays and placed on the back of the bottom shelf in the chamber. The customer successfully recalled all the items in the load except for the karl storz hd camera which was used on a patient. Follow-up regarding patient injury is ongoing. Should additional information be obtained, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Concomitant device: sterrad 100s sn: (B)(4). Karl storz hd camera - part and serial numbers unknown. Karl storz zero degree scope and cord - part and serial numbers unknown. Aesculap metal tray - part and serial numbers unknown. Suspect positive bi. The customer was requested to return the remainder of the unused case, from which the suspect positive bi was obtained, for further investigation. Any additional information obtained will be submitted in a supplemental medwatch report.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and 2 non conformance reports (ncr) were opened during the manufacturing of this lot. One was opened because the outer vials were released prior to completion of the color test and the ncr acts as an identifier only. One was opened for finished goods products assembled with released vials. Per the materials analysis report, the vials passed the color test and overall there was no impact to the finished products. It is unlikely that the ncrs contributed to the failure mode. The complaint history for the cyclesure bi, lot 071101, revealed one other similar reported complaint. An overall review of the complaint history for cyclesure bi with the similar problem code of "suspected (B)(6)" does not indicate a significant trend. The service history review of the sterrad 100s sterilizer was not performed to address a (B)(6). There was no report of sterilizer malfunction. Trending analysis for suspected (B)(6) issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. There was no product sample returned for investigation. There were no problems found with the retain sample testing from the reported lot and the failure mode could not be confirmed. An asp field service engineer (fse) went to the facility to assess the unit. The fse found the system functioning properly upon arrival. The fse performed product certification. The fse found the cassette to be okay. The fse ran an rf leak back and empty cycle test. There was no problem found with the sterrad 100s system. The unit meets all manufacture's specs. It is unlikely that the (B)(6) result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. The cycle completed and the chemical indicator changed color from red to gold indicating sufficient exposure to hydrogen peroxide; thus, the unknown cassette is unlikely to be the cause of the issue. The incubation temperature was set to the required specifications; therefore, the thermometer and incubator at the customer site unlikely contributed to the (B)(6) result. Since the tray data was not provided, load compatibility could not be confirmed. There was no service record performed addressing a (B)(6) at the time of the event. The previous and subsequent processed (B)(6) were negative. A service order is not required if the customer did not experience two consecutive (B)(6) events from the same sterilizer. The load contents included two non-asp trays that may not be compatible with the sterrad 100s sterilizer. Per the sterrad 100s sterilization system user's guide under section "items not to be processed": "instrument mats other than sterrad instrument mats"; "instrument trays other than sterrad instrument trays or aptimax instrument trays". The non-asp trays may have contributed to the reported (B)(6). Based on the information available, a definite root cause to the reported issue is not determined and the failure mode was not confirmed from the testing. There were no problems found with the unit and there were no problems found with the retain samples.